Event description:
Complainant alleged that during a cardioversion, the device did not sync on the r-wave, causing the male pt's heart rhythm to convert to a ventricular fibrillation rhythm. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the prod and will be providing a f/u report when our investigation is completed.